Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "when packaged opened before start of case tech noticed 1 jaw missing". Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A pie approximately 0.21" x 0.623" was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported that prior to starting a da vinci assisted procedure, the cadiere forceps had one jaw missing. The procedure was completed and there was no patient injury.